Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The pdm was reported to have been locked on the loading image and the patient had no access to pdm functions. The patient was unable to reset the pdm. The patient's blood glucose levels rose to 340 mg/dl and was given insulin at the ER for treatment. The patient was released from the ER after approximately one hour.